Event description:
New information notes that via remote transmission non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended.

Event description:
It was reported that non-sustained lead noise due to p-wave oversensing was observed via remote transmission. The device was not re-programmed no further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.